Manufacturer narrative:
Failure analysis was reported on another case number. This failure analysis pertains to this case. Unit communicated properly with the glucose sensor simulator and the guardian 2 link. No communication anomaly, calibration anomaly or sensor updating alarm noted. Unit passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Unit uploaded properly using carelink. Unit also had a missing reservoir tube o-ring, scratched display window cover, scratched case, cracked case at battery tube side, faded end cap address label and a pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had low blood glucose level and they were hospitalized due to low blood glucose level. Customer did the high-pressure test which was passed. Customer had shaking, strong headache, discomfort and dizziness. Customer¿s blood glucose level was 62 mg/dl. The insulin pump will be returned for analysis.